Event description:
Solicited call: per wife, two mini spikes she received previously were not working properly after being attached to the diluent. She couldn't draw any fluid out through the spike after attaching the syringe. What was wrong with the spike? Unknown; whether or not the patient experienced any side effects or symptoms due to the defective product- wife did not mention any. Whether or not the defective product is available for return - unknown. Whether or not the patient missed a dose due to the defective product - wife did not mention. Reported to (B)(6) by pt/caregiver.